Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not performing the air removal step. Additionally, it was reported that resistance was experienced when filling the cartridge with insulin. Reportedly, the issue resolved and the customer successfully filled the cartridge. It was also reported that the cartridge was leaking from the o-ring. The issue was resolved by performing a cartridge change. Customer¿s blood glucose level was 85 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.